Event description:
A customer reported a leak when using a unicel dxc 600 synchron system. The instrument generated the following errors: "cuvette not dry trigger" and reagent delivery subsystem errors. The customer verified the reagent syringe and reagent probe fittings were tight. The leak was described as a teaspoon of clear fluid on top of the reaction wheel carousel. The leak was contained and from the reagent probe b. The operator was wearing personal protective equipment of lab coat and gloves when the leak occurred. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer and leaking from probe b was observed during the field service visit. The fse found the fluid line on reagent probe b was loose. The fse resolved the issue by tightening reagent probe line and no further leaks were observed. The fse stated no maintenance was performed on the instrument prior to the leaking event. The failure mode was a loose reagent probe b tubing assembly. (B)(4).